Event description:
It was reported that the patient's lead migrated. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not yet received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction: d4 - product information corrected.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the right lead was replaced to address the issue.